Event description:
The jaw of an aesculap prestige grasper fell off into the peritoneal cavity during a laparoscopic cholecystectomy. The surgeon was able to retrieve all of the pieces. There were no negative repercussions to the pt. This malfunction is occurring below the frequency and severity that are usual for this device.